Event description:
The device was used during laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.